Manufacturer narrative:
It was reported by the (B)(6) market that there were "no malfunction, just ordinary maintenance". Based on the information provided, the incident is not a reportable event. There was no indication that the event reported was a malfunction or is likely to cause or contribute to a death/permanent impairment/serious injury, therefore, this report will be redacted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a flat battery. There was no patient involvement when the issue occurred. No patient or user harm reported. It was reported that a battery had been ordered for the replacement. Investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).